Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the electrode had a minor bend. The clear insulation was detached from the electrode. Damage to the blue shrink wrap was also observed. Functional testing found that the damage observed was consistent with misuse. Off label technique inserting and extracting the electrode and/or modifying the insulation. When attaching and detaching the electrode, user should be grasping the electrode by the more durable overmold. Using tools will inflict damage and may result in detachment of the clear piece of insulation. It was reported that the device component was disengaged and the insulation was damaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not modify or add to the insulation of activate electrodes. Grasp the insulation sleeve on the electrode. Insert the electrode into the pencil. Inspect the electrode for insulation damage and coating damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10. Concomitant products: e1455, e1455 the edge ent/ima electrode x50 (lot#:251880271r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an open neuro surgery, a plastic piece came off the cautery tip on two separate tips. The plastic piece was recovered each time and the electrode was replaced to complete the case. The damaged electrode and the detached plastic piece were handed off the sterile field. Piece was found not in patient. No patient complications have been reported as a result of this event.